Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called in to report that an error c-34 occurred when firing monopolar. They had already replaced the monopolar instrument and the associated cautery cable, but the error returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed that the c-34 error would request an integrated electrosurgical unit (iesu) or erbe replacement to recover the monopolar use. No troubleshooting could resolve the issue. The tse guided the customer to switch to another vision side cart (vsc) or to connect a force triad generator to the monopolar; however, the customer stated that the surgeon would complete the procedure as it was. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed without the use of monopolar current. No conversion was necessary.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the c-34 error was confirmed during the power-on test, indicating the fault occurred in the field. No visible issues were found, so the unit will be returned to the original equipment manufacturer (OEM) for further analysis and possible repair. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.